Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it did not deliver set oxygen. The customer stated there was a patient on the ventilator when the reported error occurred. The customer stated the patient started to de-saturate and became hypoxic. The patient was manually ventilated (bag-mask device) and placed on another ventilator.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The problem was isolated to the tca.